Event description:
Customer reported a cracked display window. The blood glucose level was not included in the report. Nothing further was reported.

Manufacturer narrative:
Findings: unit passed displacement, basic occlusion, occlusion, prime /a33 and no delivery test. Unit had lcd bleeding, minor scratched display window and cracked display window corner.